Event description:
It was reported that the patient was admitted to the e.r. For shortness of breath and other heart failure symptoms. Device interrogation was attempted with multiple programmers, rf antenna, and telemetry wand unsuccessfully. The patient was asymptomatic to therapy delivery, and it was not known if the patient received therapy. The merlin.net transmissions showed that the transmitter successfully performed maintenance checks, however, it had not successfully communicated with the patients device since (B)(6) 2013. The device was explanted and replaced.